Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin squirted out during manual prime. The insulin pump's piston continued to move forward after the reservoir made contact and insulin squirted out. The numbers did not appear on the screen nor beeps were heard. The customer was unable to exit the priming process. Customer's blood glucose level was 256 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.